Event description:
It was reported that during lens insertion, the surgeon noted a bent haptic and capsular defect. There was loss of vitreous and vitrectomy was performed. The lens was removed and replaced intraoperatively with the same model and diopter lens. The pt's current prognosis is god and bcva is 20/30. This report is for the pt's left eye. Reference MDR #2031924-2013-00028 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.